Event description:
It was reported that the connection part was fractured. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the connection part of the device was fractured and it could not cross the stent. The procedure was completed with another of the same device. No complications reported and patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed a partial separation at the collar, a kink in the hypotube located at the proximal edge of the collar, tip damage (flattened/inverted/markerband damage), and shaft damage (flattened/pinched) for a length of 2.7cm with the damage starting at the tip of the device. Inspection of the remaining portion of the device found no other damage or irregularities. The stent used in the procedure was not returned for analysis, so functional testing was attempted with a lab supplied stented balloon catheter. The stent was loaded into the guidezilla collar and advanced for approximately 21.5cm and then could not advance past the shaft and tip damage. Functional testing could not be carried out due to the excessive damage to the distal shaft and tip.

Event description:
It was reported that the connection part was fractured. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the connection part of the device was fractured and it could not cross the stent. The procedure was completed with another of the same device. No complications reported and patient is stable.